Event description:
It was reported that the poly liner could not be assembled to the metal shell.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.